Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy web extraction basket to remove a stone. The physician advanced the basket into the duct and captured the stone. The stone and basket could not be moved from the duct into the duodenum. The physician elected to perform mechanical lithotripsy to crush and remove the stone from the duct. The handle of the basket was removed by cutting through the outer catheter and basket cable. The endoscope was removed while leaving the basket in place around the stone in the duct. The outer catheter of the basket device was removed and a lithotripsy cable and handle were attached to the basket cable. During mechanical lithotripsy, the basket cable broke near the lithotripsy handle. The basket cable broke in area that allowed the physician to reattach the remaining cable section to the lithotripsy handle and attempt lithotripsy again. Crushing and removal of the stone were successful during the second attempt. A foreign object did not have to be retrieved from the pt. No add'l med procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory eval of the product said to be involved confirmed the report of basket cable breakage during lithotripsy. Approximately, 94cm of the basket cable wire were returned for eval. The remaining basket and cable, basket handle and basket outer sheath were not included in the return. The shape of the basket cable is distorted in one area, which is consistent with performing mechanical lithotripsy. A product discrepancy that could have contributed to basket cable breakage was not observed during our laboratory eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: the info provided indicated the outer catheter was removed prior to performing mechanical lithotripsy. The instructions for use for the soehendra lithotriptor cable include a warning regarding removal of the sheath (i.e. Outer catheter) from the basket. This warning instructs the user not to remove the sheath from the basket because basket fragmentation requiring surgical intervention can result. Removal of the basket sheath may have contributed to breakage of the basket cable near the handle. The info provided indicated a sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine or duodenum. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. The instructions for use for the web extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. The instructions for use of the soehendra lithotriptor cable and soehendra lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation is a possibility that may require surgical intervention. The instructions for use of the soehendra lithotriptor cable and soehendra lithotriptor cable warn the user that due to the varying composition of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, possibly requiring surgical intervention. Prior to distribution, all web extraction baskets are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this report, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.